Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the operating room for lead revision after high lead impedance was observed. The patient has a history of twiddler's syndrome. The lead was reconnected successfully and the patient was doing well.